Manufacturer narrative:
Device analysis report attached. This report is submitted on july 7, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to patient being non-stimulable. There are no plans to re-implant the patient with another cochlear device as of the date of this report.